Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 507 mg/dl, 385 mg/dl, 275 mg/dl, 265 mg/dl and 185 mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.